Event description:
Additional information was received from a patient on (B)(6) 2017. The patient reported having burning when their implantable neurostimulator (ins) is on and severe pain that is a 10 or above. The patient met with their manufacture representative (rep) 7 or 8 weeks ago who made adjustments and determined that there was a shortage in the device. This information conflicts with previous information reported. The patient stated that they were going to slowly see how far it could go. The patient saw a new healthcare professional (hcp) with the rep and the patient explained his medications to the hcp. The patient was taking 15 mg of morphine. The hcp stated that they would be unable to refill the medication because the patient had been drinking. The patient noted that their level of medication was lower than in the past (90 pills/30days to now 3-4 months between refills). In addition to therapy/implant/counseling helping them. The patient noted that their drinking was also significantly less than in the past. The rep told the doctor ¿like he was cured¿, so the rep turned the device off. The patient stated that the previous issue with the implant was not addressed and they could not tell the device was even off due to their pain level. It was noted that the pain/burning began since implant. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that the patient is having burning at their implantable neurostimulator (ins) site when it is on. The patient cannot pin point when the issue started occurring. The patient mentioned that they have leaned against their ins and caught the ins in a door before, but they cannot point to these issues as the cause of the burning. It was noted that the patient feels some stimulation, but it feels more like a burning sensation above and around the ins. The manufacturing representative ran impedances at .7v, and multiple contacts showed greater than 10,000 ohms. The rep put 10v as a reference, and multiple contacts showed greater than 40,000 ohms. Impedances were run at 1.5v: pair 23 showed 1279 ohms, pair 24 showed 24 ohms, pair 34 showed 1006 ohms. The rep then noted that when the reference was at 0, electrodes 8-15 all showed impedances greater than 20,000 ohms. It was reviewed that the patient¿s lead was probably compromised in some fashion. The patient was reprogrammed to see if that helped. The high impedances have not been resolved at this time. The patient was implanted for non-malignant pain.

Event description:
The patient reported they met with the manufacturing representative at their physician¿s office on (B)(6) and they turned off their device thus it has been off ever since. The patient stated that they wanted their device taken out. They noted that they needed to find a new healthcare provider. The patient mentioned that prior to their implant, they went from having a back brace to walking without a cane, they also did physical therapy and reduced their morphine. No further complications or patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was (B)(6) pounds at the time that the short had occurred. The patient was (B)(6) pounds at the time that the additional information was received. It was clarified that the device had a short and not high impedances. No actions or interventions had been taken at the time that the additional information was received to resolve the issue of the burning, pain, and short. The cause of the burning, pain, and the short was that the device was turned up too high, and the patient¿s body couldn't take that type of pain. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-08-21 from the consumer reporting that they did not have a hcp and the ins had been off for 3-4 months now. The patient had been trying to find someone to talk to about removing the device but they had not found anyone at this time. The patient had been getting pain medications from an emergency room (ER). No further complications were reported.